Event description:
Consumer reported on 8/2/06: she was brushing her teeth and the bottom head broke off and went down her throat and almost choked her. Consumer reported on 8/3/06: she didn't notice any cracks or problems before the brush broke off and became caught in her throat.

Manufacturer narrative:
This product is no longer being manufactured.